Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding the patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient stated their ins has a ¿mind of it¿s own¿ and the settings automatically changed from 4.5 to 2.0. The patient stated the patient doesn¿t take the patient programmer with them, but when they get home the settings have changed from 4.5 to 2.0. They stated the patient¿s back pain returns each time the stimulation decreases. The patient stated the patient¿s pain is getting worse and the patient stops feeling stimulation when it decreases. The patient added that they also used to charge the device every monday, wednesday and friday and now the patient was charging every week to two weeks. The patient stated that the manufacturer representatives (reps) keep telling the patient the device needs to be reprogrammed so the patient has had the device reprogrammed, but they stated each time the issue is still not resolved. They stated the stimulation continues to change on its own after the device is reprogrammed. The patient stated every time the patient has been reprogrammed the patient turns stimulation up to ¿5 point something¿ and when stimulation starts kicking in the stimulation is so strong the patient ¿collapses". The patient stated they have tried other groups, but they¿re all the same and the issue was not resolved. The patient stated that they have adaptive stimulation and they have tried to turn the adaptive stimulation off, but they stated that does not resolve the issue either. It was reported that the stimulation began changing from 4.5 to 2.0 and they stopped feeling stimulation over a year ago since ¿(B)(6) 2017 as of (B)(6) 2017¿. The patient¿s pain and ins charging from three days to every week to evert two weeks started in (B)(6) 2017. Their stimulation being too strong cause the patient to collapse occurred the end of (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 977a260 serial# (B)(4) implanted: (B)(6) 2017 product type lead. Product ID 977a260 serial# (B)(4) implanted: (B)(6) 2017 product type lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient said the stimulation was cutting out a lot and they would have the stimulation on 5.4 and it would go to 2.0, or 5.40 then increase to 7.40 during positions like walking/laying. The patient said they were asking their healthcare professional (hcp) to check the ins battery for 6 months, but the hcp said the patient didn't need it done; then, they finally did check the ins and found a lead was not working, in (B)(6) 2018. Per the patient, the hcp and a manufacturer representative (rep) told the patient "we can just program onto the other lead". The patient said the stimulation was cutting out and the therapy was worse than before, they couldn't feel stimulation for a long time, and they were checking the ins status daily. The patient stated that the ins charge was depleting faster and they were charging more often than normal, so the patient started checking the ins daily and the battery looked full then the patient would go to sleep and in the middle of the night the stimulation would shut off. The patient said usually they would notice and sometimes they didn't know how long the stimulation was off. The patient started having the stimulation off/not turning it on and charging it because they feared the ins would go dead and they would need surgery. Patient services (ps) reviewed states of discharge, and the patient noted whenever their back 'goes dead' they can connect the recharger and charge it. The patient said they noticed this right away after programming, but it got worse and they noticed it more around (B)(6) 2018. The patient stated that when the ins therapy was working they were fine, but the patient ended up going to physical therapy for back pain from the stimulation not working. The patient said then there was a progression and their back went out. The patient also said they had back pain at the ins site and a new pain at ins site, starting the week of the report. The patient was directed to their hcp. No further complications were reported.